Event description:
IV insyte was inspected prior to placement with no obvious abnormality noted. When placement was attempted, it did not advance and blew the vein. Upon inspection post attempt, it was noted that the catheter was bent. Manufacturer response for IV insyte, bd insyte autoguard bc 22ga x 1 in (per site reporter): voice mail left for bd medical customer service regarding equipment failure. Awaiting mailing package from manufacturer.